Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had a scale marking issue. The following information was provided by the initial reporter: " faulty needle that we received".

Manufacturer narrative:
Investigation summary: to aid in the investigation of this issue, a picture of the affected sample was returned. The picture displayed a syringe with the scale marking placed upside down. It has been determined that this issue resulted from the syringe being introduced within the scale marking machine in the opposite position. Since the introduction of syringes to the scale marking machine is done automatically, we are confident this was an isolated incident. It is possible that this syringe was manually introduced to the machine. A device history record review was completed for provided lot number 2007401. A quality notification was reached during the production process. However, as part of our non-conforming product process, we are confident that the affected material was segregated correctly and the final lot number was released in accordance with specifications. H3 other text : see h10.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had a scale marking issue. The following information was provided by the initial reporter: "faulty needle that we received"